Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Product was returned for evaluation on (B)(4) 2015. Evaluation of the returned device found the handle to be damaged to the point that nothing can be inserted into the strike plate. The bottom part of the grip is also fractured from hammer strikes. The handle left biomet as a functioning handle that was produced to the specifications required. The lower part of the grip is fractured, likely caused by hammer strikes to an area that was not intended to withstand such forces.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2015. During the procedure, a mallet was utilized to remove the inserter handle that would not engage with the acetabular cup. Subsequently, the handle fractured.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions it states, "intraoperative fracture or breaking of instruments has been reported for general instruments."